Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter complained that the implantable pulse generator (ipg) battery rapidly depleted since implanted recently, and that the battery was defective. Follow-up investigation with the clinic revealed that the device was reprogrammed to reduce outputs. The device remains in use. No patient complications have been reported as a result of this event.